Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 880 mg/dl. It was stated that the customer had been vomiting for two days and was unable to control her blood glucose level with the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. No air bubbles found in the tubing and no insulin leaks noticed. Customer was able to rewind and perform manual prime. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test twice. The reservoir was empty and the cannula was slightly bent. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had cracked display window corner.